Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarmed from the pump. The pump was received with minor scratches on lcd window, cracked case at display window corners and cracked case at reservoir tube window corners and reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 156 mg/dl. The customer stated that she was checking her blood glucose and the buttons were stuck. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.